Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following locations: (B)(4).

Event description:
The consumer stated that one of her daughters had something in her mouth. She grabbed the spinbrush toothbrush from her daughter and noticed that the toothbrush head had broken into pieces and that she was chewing on a piece.